Event description:
Reportedly, the stapler presented failures, the staples didn't come out. Therefore, the stapler was not used because the surgeon said that the clamps were blocked. He could not work with this stapler as it remained "stopped." There were no problems reported with the patient.